Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced eight infusion sets tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 8.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13094. The initial MDR with manufacturing report number (3003442380-2025-13094), was submitted on 22-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 08-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6011639, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011639 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 6 on 08-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b00196 was manufactured according to the wi version 66 and manufactured in the machine sc01, on 05-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b00195 was manufactured according to the wi version 66 and manufactured in the machine sc01, on 07-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.